Manufacturer narrative:
Two units with the plugs separated from the bodies (only one of the plugs was returned). Review of the ring on the plug indicates that the plug had been fully seated into the body. The plug was manually seated into the body. The assembled unit was tested and the plug held securely. Medex is unable to determine the exact cause of the unseated plug at this time; however, if the stopcock was exposed to pressures that exceed 45 psi the plug can become unseated. Review of the complaint database indicates that this is the third complaint on this product code for this issue in the last 14 months. All issues are from the same hospital although this product is sold worldwide. Issue being monitored for any further incidents. The device history record was reviewed and found to be acceptable. Medex was able to confirm this issue; however, unable to determine the exact cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the plug blew out of the stopcock while on an arterial line causing a free flow of blood. Unit was replaced. No patient injury or treatment as a result of this issue.